Manufacturer narrative:
(B)(4). The device was last serviced in july 2008 ( 7 years). Emergent recommends that the device be serviced every two years.

Event description:
Unit failed during operation. Air gauge no longer working. Unit was opened up and broken plastic valve found that enters the airway pressure gauge.